Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell inserter confirms the lead threads were fractured and missing. Damage is seen on the frame near the channel and the device exhibits wear & tear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the cup was being impacted and the threaded portion of the inserter sheared on the threads. Pieces of the instrument remain in patient. Attempts have been made and additional information on the reported event is unavailable at this time.